Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient being implanted with dbs therapy for unknown symptoms. It was reported that during the patient¿s implant procedure the micro electrode recording (mer) collar had a tight hole that would not allow the mer to pass through. The implanting surgeon used a different mer collar that comes in the kit to finish the surgery without a problem. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Product analysis: product ID# mi-1000. Analysis identified that the mer collet was malformed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).